Manufacturer narrative:
(B)(4). Event occurred in 2017 though exact date is unknown. Implantation and revision occurred in 2017 though exact date is unknown. Report source: foreign: germany. Concomitant medical product: unknown zimmer natural nail screw: catalog#: ni, lot#: ni, qty# (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for evaluation, as it was requested but not returned by the hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via a clinical study that a patient underwent a bone fixation procedure. On an unknown time frame post-implantation, the patient experienced pseudoarthrosis. Subsequently, the patient underwent revision surgery of the femoral nail. Due diligence is in progress for this event; to date no additional information has been provided.

Event description:
No further event information at time of this report.

Manufacturer narrative:
D10: medical product: 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head: catalog#47248405050, lot#61802008; 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head: catalog#47248408050, lot#61319057; 6.0 mm diameter cancellous screw - black fixed angle 3.5 mm hex head: catalog#47248407060, lot#61252924; 6.0 mm diameter cancellous screw - black fixed angle 3.5 mm hex head: catalog#47248408560, lot#62174312; 6.0 mm diameter cancellous screw - black fixed angle 3.5 mm hex head: catalog#47248408060, lot#62247176; 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head: catalog#47248403250, lot#62214110; 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head: catalog#47248403250, lot#62247184; smooth guide wire ball tip 3.0 mm diameter 100 cm length: catalog#47225500801, lot#62175678. The investigation is in process. Upon completion of the investigation or receipt of additional information, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. H6: proposed component code: (g04) - im nail. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.